Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which is included in an advisory population, emitted beeping tones. Upon interrogation the device had a battery status of elective replacement and was explanted and replaced. It was also reported that this defibrillation lead was explanted due to low r-wave amplitudes.